Event description:
Clinic notes dated (B)(6) 2013 indicated that he patient had a constant-like pain with "electrical-type of feeling" in the past when the patient was found to have "failed leads" requiring lead revision surgery in (B)(6) 2012. The vns related substernal pain with related substernal pain with radiation to the neck.

Event description:
Reporter indicated the patient had vns lead and generator revision surgery performed on (B)(6) 2012. During the surgery, it was noted the lead was coiled up in a ball, likely due to the patient manipulating the generator through the skin. A visible lead fracture was noted. All attempts for return of the explanted devices from the hospital have been unsuccessful to date.

Event description:
The explanted vns lead and generator were returned on (B)(6) 2013 and analysis is pending.

Event description:
Reporter indicated high lead impedance with the vns was obtained for a patient at an office visit on (B)(6) 2012. The patient did have a bad fall on (B)(6) 2012 which may have contributed to the current high impedance. It is not known if the vns was disabled, but the reporter was advised to disable the vns due to the high impedance. Surgery is likely, but has not occurred to date. Attempts for further information are in progress.

Event description:
Analysis of the vns lead and generator was completed. A visible lead fracture was noted. During the visual analysis the (-) connector pin quadfilar coil appeared to be broken approximately 177mm and 187mm from the end of the connector boot. Scanning electron microscopy was performed and identified the areas as having evidence of being worn to the point of fracture, mechanical damage, flat spots on the coil surface and no pitting. Therefore; determination could not conclusively be made on the fracture mechanism. It is unknown if the breaks occurred while stimulation was present due to the absence of metal pitting on the broken coil wire surfaces. During the visual analysis a portion of the returned lead assembly appeared to be twisted. These findings are consistent with patient manipulation / rotation of the device while it was implanted (twiddler). The abraded openings found on the outer and (-) connector pin inner silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer and inner silicone tubes. For the observed (+) connector ring inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. With the exception of the observed discontinuity, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted except for the set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. The additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified. Note that since a large portion of the lead assembly (body) including the electrodes was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. However, based on the overall condition of the returned lead, there appears to be evidence of manipulation, which may have contributed to the observed fracture. Analysis of the generator did not reveal any anomalies, and the generator performed per specifications. Manufacturer programming history was also reviewed which identified that high lead impedance has been occurring since at least (B)(6) 2012. Diagnostics were last within normal limits on (B)(6) 2011.

Manufacturer narrative:
The supplemental report #3 inadvertently did not change the patient's age in relation to the event date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Date of event, corrected data: review of manufacturer programming history documents high impedance was first observed on (B)(6) 2012. Device failure occurred, but was due to patient manipulation of the device.